Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken connector around the golden pins. Leak between the up mark and the electrical contact. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the broken connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not show image when plugged into tower. There were no reports of patient harm.